Event description:
The reporter indicated that their programming wand was no longer functional and that normal troubleshooting steps had been unable to resolve the issue. The product was returned to the MFR and an analysis of the device revealed that the reported events were caused by an intermittent conductor within the wand's serial adapter cable. Once the cable was substituted with a known good bench cable, all communication errors were resolved.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.